Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal hydromorphone 2.600 mg/day (concentration unknown) and bupivacaine 0.1 502 mg/bolus (dose and concentration unknown) via an implanted pump system. The patient stated that their implantable pump "might not have been working right". They were unsure about it, but they indicated that they thought she was overdosing. The patient stated they were going back and forth to their healthcare provider (hcp) for the last six weeks, since (B)(6) 2016. This was because the patient felt like they were going through withdrawals since (B)(6) 2016. Her hcp stated the "machine" was working and that everything was working. The patient tried to give themselves a bolus, and it was not working and they felt like they were going through full-blown withdrawals. The bolus does go through, but they are not sure if it was the machine or catheter. They stated that their boluses had been going through, but they did not feel anything. The patient felt like their pump or therapy was not doing anything, and it was very uncomfortable. They had never felt like that before. The patient reported having a "slip", but they did not fall before they started having withdrawals. The onset was almost suddenly. When the pump was first implanted on (B)(6) 2011, it was "perfect" where the hcp placed the catheter. The patient could do things and felt it in their legs. Ever since they had to place the catheter higher on (B)(6) 2011, the patient's pain relief was not like it used to be, and they did not feel it in their legs. The patient opted for the therapy because she did not want to do any pills or patches, and it felt like they were going back to the same way; that it was not doing anything, and it was just uncomfortable. Additional information was requested to determine what diagnostics were performed in relation to the withdrawals; what caused the withdrawals; what actions or interventions were taken to resolve the withdrawals; and if the withdrawals resolved.